Manufacturer narrative:
The following patient information was requested but has not been made available: name/identifier, date of birth, weight, gender, medications, comorbidities, health impact to patient. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On july 19th the patient was admitted for evar (aaa). As reported, during deployment the gore® excluder® conformable aaa endoprosthesis landed high from the intended placement position within the patient anatomy. As reported, the graft was constrained and pulled down lower in order to reposition the endoprosthesis. As reported, the leading end of the gore® excluder® conformable aaa endoprosthesis was folded over into a bent position on one side and would not fully open up. As reported, the physician ballooned the leading end of the stent and pushed up. Reportedly this fixed the issue and the bend unfolded partially covering a renal artery.

Manufacturer narrative:
Replaced annex g/component code. Corrected from, "stent" to "device deployer".

Manufacturer narrative:
During internal system upgrade, imdrf codes were inadvertently removed from original medwatch submission.

Manufacturer narrative:
H6. Code c19, no device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6. Code c20, no findings available: the device evaluation performed by engineering showed the following: the cxt261412 excluder® conformable aaa endoprosthesis lot/serial (B)(6) was not returned for analysis, nor were any images provided for an engineering evaluation. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed. As a result, a CAPA request is not required per (B)(4) (revision 24), engineering evaluation task procedure. This type of event will continue to be monitored. Medical history: arthritis, cancer (throat), coronary heart disease, heart attack, heart disease, high blood pressure disorder, mitral heart valve obstruction, stroke. Surgical history: appendectomy, CABG (lima to lad, saph vein grafts to distal left obtuse marginal and rca), coronary art dil, one vessel, egd, femoral endarterectomy, hc peripheral stents, inser hart pacer, epicard w thoract, repr aort valv w cp bypass, tonsillectomy, upper eus, vascular surgery, xa carotid stent. Medications: amlodipine, aspirin, atorvastatin, carvedilol, cholecalciferol, clopidogrel, clotrimazole, cyanocobalamin, homeopathic products (leg cramps), metoprolol tartrate, polyethyl glycol-propyl glycol (tears plus) 0.4-0.3% ophthalmic solution, rosuvastatin. Patient weight was added as it was identified within the previously provided. Patient medications, surgical history and medical history were also provided. Patient name and date of birth were not provided. G3/g4 date received by manufacturer updated to 17-oct-2022 as evaluation activities were completed in full on this date.